Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called in to report issues entering smartguard mode, with the checklist indicating the sensor was not ready. The event involved product(s) mmt-342,mmt-1884,mmt-7715,mmt-431ag. The customer¿s blood glucose (bg) was 419 mg/dl at the time. The issue was traced to the continuous glucose monitor (cgm) being unpaired from the pump, resulting in both cgm and smartguard not functioning. The customer was unsure how to deliver a manual bolus and was walked through the process. During troubleshooting, it was found that the transmitter charger was blinking red. After the charger battery was replaced, the charger functioned properly, and the transmitter was successfully paired. The sensor began warming up after reconnection. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event.the customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No further customer complications were reported. Mmt-342,mmt-1884,mmt-7715,mmt-431ag were not expected to return.